Event description:
It was reported that during a revision of zimmer biomet products, the inner packaging had melted, making it impossible to unpack the product. No known impact or consequences to the patient.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information.

Manufacturer narrative:
(B)(4). G2: foreign: netherlands. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the inner packaging has melted, making it impossible to unpack the product. No known impact or consequence to the patient.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: d9, g3, g6, h2, h3, h6. Visual evaluation of the provided photos and returned product found the sterile packaging exhibits damage that is visually consistent with thermal damage. Sterility, or breach thereof, cannot be determined as the outer tyvek seal was previously removed not allowing for a full examination of the blister seal. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. The condition of the device when it left zimmer biomet control is considered non-conforming to specification. The root cause of the reported event can be attributed to packaging operator not following the work instructions provided. This complaint was confirmed by evaluation of the provided photos and returned product. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.